Event description:
It was reported that the atrial lead exhibited low impedance. The patient was asymptomatic. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.